Event description:
The device was explanted due to a suspected receiver/stimulator malfunction. Explantation/reimplantation surgery was performed in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.